Manufacturer narrative:
A review of the manufacturing record found all test and inspection operation were completed with acceptable results. No other complaints of any type have been associated with cytology brush 00711401 lot 1416255. The device has been returned and is pending further investigation. This report will be updated if further info becomes available.

Event description:
The user reported detachment of the handle and buckling of the proximal insertion sheath, during use of the cytology brush- bronchoscope (B)(4). There was no report of harm to the patient or user. The user was filed medsun report#: (B)(4).